Event description:
It was reported that the patient's therapy turned itself off and it was kind of unusual, and they noticed this today so they tried charging the implantable neurostimulator (ins)  and they could not access the therapy application to confirm if the therapy was on because they kept getting a retry screen. Agent reviewed therapy and recharger application general use. Agent walked caller through starting a charging session and accessing the recharger application. Caller confirmed that the ins was recharging with excellent connection at 60%. Patient noted that the therapy was off. Agent walked caller through accessing the therapy application and turning the therapy on. Caller confirmed that patient feels the therapy on. Caller and patient will monitor issue and reach out to their hcp if needed. Caller mentioned that they had an appointment with their hcp a couple of days ago and the hcp would usually turn the therapy off then turn it on after.

Manufacturer narrative:
Continuation of d10: product ID a620 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding the cause of therapy turning off. Therapy was turned off because the patient did not charge sufficiently; there was no device issue or discrepancy in recharging expectations or connection time with the communicator. During a meeting with the patient on (B)(6) 2025, it was determined that the recharge interval is 9 days, but the patient had been charging for only about 10 minutes every 5 days. The patient was shown their charging history, confirming insufficient charging. The patient was instructed to charge to 90¿100% every five days to prevent the charge level from reaching a critical level and turning off therapy. The issue has been resolved, and no further action is needed. This information has been confirmed by the physician.

Event description:
Additional information was received from the patient's representative and the patient that the patient's therapy has turned off several times this week. Expectations from patient's doctor was said to be able to go for about a week; they charge every 5 days to 100 percent and caller thought they should be able to go for a whole week. In one instance of charging, code: 634 ¿ low ins battery was observed. Caller said there was another instance when they connected to the ins to charge and the level was down to 30% and was surprised to find therapy off. The previous night, therapy turned off when the patient was driving the car at 50 mph on a highway. Patient was also concerned about how long it takes for the handset/communicator to load when finding their device. Agent reviewed equipment information, recharging best practice information, and suggested the option to charge frequently for a short amount of time to bring the ins battery up to 100 percent frequently rather than charging less often and risking therapy turning off. When reviewing potential environmental/external factorsthat may have contributed to issue, patient noted that they saw the doctor just before the issue started happening but made no changes to their therapy settings. Patient also recently had a botox shot in their neck, they've been getting those twice a year for years but no other medical tests or procedures and no falls or traumas. Patient is in contact with their healthcare provider (hcp) and local manufacturer representative. Patient agreed to try to charge more often until they get their system can be checked.

Manufacturer narrative:
Continuation of d10: product ID a620. Serial# unknown: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.